Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd autoclavable camera head exhibited image issues. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was not confirmed/reproduced. During the evaluation, the camera cable was twisted. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.